Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- sections d-3 (email address) and section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A customer reported the error message of "wait 6 hours" which lasted for 2 hours or more when scanning the adc freestyle libre 2 sensor. On 15-jan-2021, the customer experienced a seizure, however the customer was able to self-treat with orange juice to "raise his sugar". There is no report of third party medical treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message of "wait 6 hours" which lasted for 2 hours or more when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, the customer experienced a seizure, however the customer was able to self-treat with orange juice to "raise his sugar". There is no report of third party medical treatment. There was no report of death or permanent injury associated with this event.